Manufacturer narrative:
There is an absence of a status led which, following investigation, was determined to be caused by a fractured solder joint. The result would be failed visual instructional prompts which may impact a person's ability to delivery shock therapy. No patient was involved in this event. A supplemental is not expected.

Event description:
There is an absence of a status led which, following investigation, was determined to be caused by a fractured solder joint. The result would be failed visual instructional prompts which may impact a person's ability to delivery shock therapy. No patient involvement.